Event description:
After mixing the cement, attached a nozzle and attempted to insert the cement, but the cement hardened inside the nozzle. Did not use the cement gun and filled cement into the medullary cavity manually.

Manufacturer narrative:
Upon review, h1 was noted incorrect. This report is to correct h1. H3 other text : device not returned.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After mixing the cement, attached a nozzle and attempted to insert the cement, but the cement hardened inside the nozzle. Did not use the cement gun and filled cement into the medullary cavity manually.